Event description:
A hemodialysis user facility has reported that an external blood leak was observed approximately 30 minutes into treatment. The pt's blood was returned and a new system was strung and treatment was completed. The estimated blood loss was less than 10ml. There was no other reported pt ill effect. There is a sampler available for evaluation.